Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Additional information received indicated that the patient underwent surgical intervention on 29 (B)(6)2023 during which the ipg was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.